Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of four devices. Visual examination of three cartridges noted that the clips were fully formed but not completely deployed from the cartridge. Since the clinical instrument was not received the loading units were loaded into a pmv representative instrument and fired; the pushers advanced properly and deployed the clips. The last clip body was received without the cartridge. The tracks were not inserted properly at the distal end of the clip body. Since the cartridge was not received a functional evaluation was not performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the clip not fully deployed condition may occur if the trigger of the instrument is not fully actuated releasing the clip from the cartridge. Replication of the malformed clip condition may occur if the clip was not properly applied and mishandled during the clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the surgeon attempted to fire the clip applier but the clip was not placed into the jaws. When the clip applier was removed from the tissue, the clip also removed. This same event occurred several more times. No patient injury. Another device was used to complete the procedure.